Event description:
The customer reported, there was intermittently no exposure and they were getting a black screen. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the cpu. The bios was checked and configured. He reflashed the x-ray controller node and left the error log. The system operates as intended.